Event description:
It was reported that the knee was unstabilized converted to a stabilized knee.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown #3 cr fem. Triathlon. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).